Manufacturer narrative:
This event occurred in (B)(6). The sample was submitted for preliminary investigation where the results were 201.9 miu/ml and 158.4 miu/ml. A polyethylene glycol experiment was performed and the results were 0.82 miu/ml and 130 miu/ml. The sample was centrifuged for 5 minutes. Based on the type of sample tube the customer uses, this time may not be acceptable. There was an abnormal sample aspiration alarm observed on the alarm trace data from the day of the event. The data provided indicate the discrepant results may be due to an interference. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 core unit compared to the beckman method. The initial result on the cobas 6000 unit was 187.10 miu/ml. On (B)(6) 2019 the sample was repeated with a result of 185.30 miu/ml. The sample was repeated by the beckman method with a result of 0.8 (unit of measure not provided). The high results were reported outside of the laboratory. The 6000 core unit serial number was (B)(4).

Manufacturer narrative:
Further investigation of the data provided indicate that calibration data was acceptable. During additional review of maintenance, alarm trace and pre-analytical data, no conspicuous messages or issues were identified. The sample was requested for investigation but could not be provided. Based on the data provided, the sample was affected by the polyethylene glycol experiment which suggests the possibility of a macro-molecular interference. Since the sample was not available, an interference could not be confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.